Manufacturer narrative:
Concomitant medical products: d284trk ICD, implanted: (B)(6) 2011; corox lead, implanted: (B)(6) 2007.

Event description:
It was reported that the left ventricular (lv) lead had no capture resulting in the patient exhibiting symptoms associated with loss of bi-ventricular pacing. X-ray shows that the lv lead had dislodged and pulled away from implant site. The lead was capped and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.